Manufacturer narrative:
Device evaluation: h3 - type of investigation code: 10- device evaluation: the lens was returned in a microcentrifuge vial with moisture. Visual inspection found optic/haptic torn. Due to the damage of the lens, dimensional inspection will not be able to be performed. Additonal information: the reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens of diopter -7.50/1.0/071 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2023. The patient experienced blurry vision and lens rotation not associated with low vault. Reportedly "blurry vision, icl rotated to axis of 168, post-op refraction -0.50/1.5/87". The lens was explanted. The reporter indicated the cause of the event is unknown. H6- health effect- impact code (f): "2199" should be removed and "4629" should be added. H6- medical device problem code (a): "2993" should be added. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2; -7.50/1.0/071 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2023. The patient experienced lens rotation with blurry vision. Lens remains implanted.

Manufacturer narrative:
H6: type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: 433701.